Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for epidural fibrosis. It was noted that the reason for their device was because they got electrocuted down their left foot and had nerve damage; their pain specialist told them they would always have to use both pain meds and stimulator. It was reported that in 2003 they put ¿two of the deals in.¿ it was noted that at one point they only had one for the left side and it made them feel like they were ¿walking lopsided¿ so they put one in for the right side, so they had both sides in and it helped them out. It was also reported that their implant was ¿redone¿ because they were ¿jerked¿ (physically) around. The unit came loose, and it started shocking them in their back because it had fallen down in their back, so it had to be turned off. They had to ¿go back up there¿ and have the unit ¿redone¿ in 2003. No further patient complications are anticipated or expected as a result of this event.